Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell while connected to the pump and the touchscreen is now shattered. Reportedly, the pump is still delivering insulin, however, the customer is unable to use the touchscreen due to the shattered screen. Customer's blood glucose level was 129 mg/dl. It was indicated that the customer would continue to use the pump for basal delivery and has injections to deliver boluses.